Event description:
It was reported that during routine device follow-up, the right ventricular lead exhibited loss of capture. The device was reprogrammed and the lead remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.